Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16369 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets fell off during use events on (B)(6) 2024. The events occurred within 24 to 36 hours of insertion. The blood glucose level was 370 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.